Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced same type of adhesive events with two infusion sets which fell off during use after being used for less than one hour. Patient replaced infusion set and resumed insulin successfully. No further information available.